Manufacturer narrative:
Patient code: although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The amount of blood loss was less than 250ml. The actual device used was returned to the manufacturing facility for evaluation. The return sample was evaluated and revealed no visual anomalies. The valve and dilator tip were inspected under magnification and revealed no visual defects. An evaluation of the retention samples from the reported lot as well as surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. The investigation results verified that the actual sample and retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be determined and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage on the rss602 device during a procedure. Follow-up communication from the user facility reported the following information: the sheath was leaking through the valve; leakage did not exceeded 250ml; the procedure was completed using another sheath; and the patient is reported doing fine.